Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that the infusion set had a bent cannula. The blood glucose reading at the time of the event was 530 mg/dl. Hospital treated with insulin IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.